Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system, when the hoop was pulled out, it was noted that the stent was malformed on the balloon. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the synergy ii us mr 3.00x24mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent revealed stent damage. Stent strut rows 1-13 from the proximal end of the stent were undamaged; the remainder of the struts were stretched distally with struts extending over the distal markerband. The crimped stent od (outer diameter) of the undamaged section was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found multiple kinks along the full catheter length. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage. The tip was visually and microscopically examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. During preparation of a 3.00 x 24 synergy ii everolimus-eluting platinum chromium coronary stent system, when the hoop was pulled out, it was noted that the stent was malformed on the balloon. The procedure was completed with another of the same device. No patient complications were reported.